Manufacturer narrative:
Date of event estimated . As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete event information. Information requested, but not yet received.

Event description:
It was reported that the patient had an infection location unknown. Surgical intervention took place on (B)(6) 2023 where the system was explanted to address the issue. The infection had cleared. Surgical intervention took place again on (B)(6) 2024 where the system was re-implanted.